Manufacturer narrative:
Concomitant medical products: 5076-58 lead, implant date: (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced carditis and an infection on the pacing leads. The implantable pulse generator (ipg) system was explanted and antibiotics were administered to the patient. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the medial portion of the lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.